Manufacturer narrative:
The device history record of the lot subject of the reported event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. Without the return or inspection of the subject device, a root cause cannot be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported that water leaked from the tube connecting to co2 connector while using their endogator hybrid irrigation tubing. No report of injury or procedure delay.